Event description:
The customer reported that on 11/6/98, the pt underwent cardiac catherization and coronary arteriography without complication. At the end of the procedure, a vasoseal was deployed to seal the right femoral artery. On february 18, 1999 the pt complained of soreness at the puncture site. The pt was examined on march 29, 1999, and it was noted that the pt had developed a small excised lump in the right groin which was non-pulsatile. On ultrasound it was determined that there was a foreign body inside. After excision of the lump, it turned out to be the sheath from the vasoseal. No further complications were reported.